Event description:
Customer reported that the insulin pump alarmed failed battery test and also received and unexpected restart and external ram error alarms. Customer stated a temporary basal was not programmed before the unexpected restarts alarm. Customer stated the device was stored or not in use for an extended period of time. Customer was advised to clean the battery cap contacts and insert a new battery; he did not receive a failed battery test. Blood glucose value is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.